Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. Per the initial evaluation, both rear wheels had broken spokes. An expanded evaluation was performed. The expanded evaluation report confirmed that one spoke was broken on each rear wheel, confirming the complaint. However, the underlying cause could not be determined.

Event description:
Rear wheel has a broken spoke.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Rear wheel has a broken spoke.